Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 29-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500 mcg/ml at 94 mcg/day) via an implantable pump for unknown indications for use. It was reported that at the patient's normal pump replacement for the elective replacement indicator (eri), catheter aspiration was unsuccessful so they were admitted for observation/revision. There were no signs/symptoms from patient. There were no external factors involved. The healthcare provider (hcp) attempted to free the catheter from scar tissue in the pump pocket but aspiration was still unsuccessful. They then cut the catheter at the collet but there was still no cerebrospinal fluid flow. The hcp then decided at that point to put in a new catheter. They tied off the old catheter and left it in place. A new catheter was placed with successful csf flow. In addition, the patient's dose was cut in half. The event was resolved.